Event description:
It was reported while using bd microlance¿ 3 needles the needle pulled free of the hub. There was no report of patient impact. The following information was provided by the initial reporter: on 25/04, the medical electroradiology manipulator inserted the needle into the septum of a radiopharmaceutical preparation to withdraw a syringe for a patient. During the initiation of the procedure to reassemble the needle, the metal part of the needle became detached from its base at the level of the adhesive point allowing the junction between the green base and the metal part. Consequence: the preparation was exposed to the air, risk of contamination (hygiene and radioprotection). The preparation was therefore quarantined, and the radiographer had to prepare another one (loss of 30 minutes of time, additional irradiation of the extremities).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 27-jul-2022. H6: investigation summary a device history record review was completed for provided material number 304432 and lot number 220133. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, both physical and picture samples were returned for evaluation by our quality engineer team. The physical samples showed one bent cannula at the level of the epoxy (the adhesive used to join the cannula to the hub) and another needle which presented no cannula, as it was broken at the location of the epoxy. Both the pictures and the physical samples show the presence of epoxy and a short piece of the cannula assembled. This indicates that the cannula was properly introduced and joined to the hub component before breakage. Considering the provided feedback regarding the broken needle product, we understand that this issue took place during use and therefore, we cannot exclude the possibility that the handling of the product had an implication in this defect. The cannula used to manufacture this product complies with iso standards and is made of stainless-steel tubing. In accordance, any breakage issue is very rare unless inappropriate use of the product occurs, such as bending during the injection. Additionally, every lot manufactured is tested for cannula pull out before product release.

Event description:
It was reported while using bd microlance¿ 3 needles the needle pulled free of the hub. There was no report of patient impact. The following information was provided by the initial reporter: on 25/04, the medical electroradiology manipulator inserted the needle into the septum of a radiopharmaceutical preparation to withdraw a syringe for a patient. During the initiation of the procedure to reassemble the needle, the metal part of the needle became detached from its base at the level of the adhesive point allowing the junction between the green base and the metal part. Consequence: the preparation was exposed to the air, risk of contamination (hygiene and radioprotection). The preparation was therefore quarantined, and the radiographer had to prepare another one (loss of 30 minutes of time, additional irradiation of the extremities).